Event description:
On (B)(6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultralink meter is giving inaccurate high readings. On september 10, 2010, this medical surveillance specialist contacted the reporter to clarify information obtained during the initial phone call. According to the reporter, the patient's blood glucose had been elevated for some time prior to the patient's hospitalization. Reportedly on (B)(6) 2010, the patient obtained elevated blood glucose readings on the subject meter while have symptoms described as "throwing up, lethargic, out of it, and not responding well." Based on the lfs meter reading, the patient increased her insulin per the sliding scale regimen. Soon after, the patient reportedly passed out while obtaining a blood glucose reading of the "30 mg/dl" on the subject meter. The patient was treated with IV glucose en route to the hospital. She was hospitalized and treatment for both hyperglycemia and hypoglycemia during her stay. Reportedly, her blood glucose went from extreme highs to extreme lows as her blood glucose could not be well regulated with the sliding scale regimen at the time of concern. The patient allegedly had a stroke within the last 10 days due to her reported complication of hyperglycemic condition. The doctor has taken the patient off of the insulin pump and is closely monitoring the patient during hospitalization. As of (B)(6) 2010, the patient has not been discharged from the hospital. The reporter felt as though the subject meter has been giving the inaccurate readings since he compared a blood glucose reading of "446 mg/dl' on the subject meter compared to "267 mg/dl" on the hospital meter. According to the troubleshooting performed with customer service, the reported meter readings were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. However, it noted that the testing process was incorrect. The subject meter was not coded correctly. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she received medical intervention for a low blood glucose reading of "30 mg/dl" after she took insulin based on an allegedly inaccurate high reading obtained on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(date of birth) information was not provided.the 510k # k073231.